Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen make it harder to read. Customer stated that the insulin pump had unexplained no delivery alarms. Insulin pump was squirted out insulin during priming. Insulin pump had grinding noise during rewind. Insulin pump had dimmer back light. Insulin pump rejected brand new battery. Insulin pump had cracks or fractures on it. No harm requiring medical intervention was reported. The device will not be returned for analysis.